Event description:
Livanova deutschland received a report that a s5 roller pump 150 gave a motor controller error message (error code 432) and a whistle was heard by the user coming from the pump module. By turning off the module and turning it back on the error remained. The issue occurred post-procedure. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in teramo, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Motor control board (hms) and motor power amplifier board (hmf) were found with visibly blown components. Therefore, in order to solve the issue, they were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Field service technician went on site and provided the log files, which however were missing the error section (defect/fail/stop) and did not record anomalies on 25.10.2024. The review of machine service history revealed that it was installed in 2022 and no previous events were reported before. Based on the above, the most likely root cause of the issue is related to failure of the motor control boards. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.